Event description:
P.d. Patient tests own blood sugar at home. Blood strips being used on recall. Patient's blood tested on 8/1/92 by lab revealed blood sugar of 1185. On test strips & diascan blood sugar read 70. He immediately went to emergency room. Insulin was prescribed and with follow up accuchecks blood sugar-200 range ok. Patient had been using recalled blood sugar stripsinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.